Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a angio-seal device did not deploy. Additional information was received january 25, 2019: it was reported manual compression was performed for hemostasis. The patient was reported to be fine. Additional information was received february 1, 2018: the procedure performed was an angioplasty of lower extremity (pta balloon and laser atherectomy device also used). The angio-seal was deployed in the patient and manual compression was held. The patient was sent to recovery, and the patient left a couple of hours after that. The patient did not experience any additional problems nor need any additional surgery.